Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Off no power alarm and low battery alarm functioned properly. Device was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump batteries in use, are new. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.